Event description:
The caller contacted baxter's technical service center to report a foreign substance on the cassette used during therapy on the homechoice (hc). The home patient (hp) stated that the other day he removed the cassette and it appeared to have some black rubber substance on it but he had no issues with the set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated there was a small amount of foreign material on the part of the cassette that faces the grey membrane of the cycler. The hp stated he only noticed this after therapy and explained that there were no issues with that therapy session. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was not be confirmed and the root cause was undetermined, due to the sample not being returned.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.